Manufacturer narrative:
A replacement reagent was sent to the customer.

Event description:
A customer contacted beckman coulter inc. (Bci) to report alp reagent cartridge leak. No injury was reported.